Event description:
It was reported the pt sneezed 30 times on (B)(6) 2013. Afterwards, the pt's legs were numb for approximately 20 minutes, but feeling in his legs returned. Simulation was off during both events. It was also reported the pt experienced pain at the lead site. The pt's issue(s) resolved over time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.